Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the most likely cause of the hepatitis c virus (hcv) reactivity in the negative controls was low-level viral contamination, potentially resulting from deviations from optimal workflow during sample and reagent handling. A systems assessment did not identify any contribution from the instrument to the reported issue. Data analysis of seven batches tested between 01-sep-2022 and 02-nov-2022 showed hcv reactivity in the negative controls, with growth curves demonstrating low, minimal amplification. Non-specific amplification was also considered but was not consistent with the frequency of the observed events. Contamination at the customer site was considered a contributing factor, as negative controls also exhibited hcv reactivity, which is atypical. The customer was advised to perform decontamination and cleaning procedures, including cleaning of thermal cycler wells. Additionally, the customer was instructed to follow optimal workflow practices, such as frequent glove and pipette tip changes, and to provide further training to personnel as needed.

Event description:
The initial reporter alleged invalid negative control results when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. Since (B)(6) 2022, the customer reported four instances of negative control invalids due to hepatitis c virus (hcv) reactivity. Additionally, six pools of six (pp6) samples were reported as hcv reactive but were non-reactive upon resolution testing. On (B)(6) 2022, the customer performed a decontamination procedure; however, hcv reactivity persisted in the hiv-2 control and pp6 samples. The customer subsequently switched to a different reagent and control lot, but hcv reactivity continued to be observed. Data analysis revealed that seven batches tested between 01-sep-2022 and 02-nov-2022 exhibited hcv reactivity in the negative controls. The growth curves for hcv in the negative controls demonstrated low, minimal amplification.